Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing separated from the cartridge due to the cartridge adhesive failing. Blood glucose level was 162 mg/dl. A cartridge change was performed to address the issue.